Event description:
Consumer reported complaint for high blood glucose test results. Mother/caregiver is calling on behalf of the customer. The customer felt well at the time of the call. Caller stated that on (B)(6) 2024 customer had obtained a blood glucose test result using the true metrix air meter of 530 mg/dl pm fasting; customer was not feeling well at the time and was feeling tired. Caller stated she had taken customer to the ER; customer's blood glucose test result when at the ER had been over 500 mg/dl when tested using hospital's device (exact result not provided). The diagnosis was high blood glucose and customer was treated with insulin and fluids. Customer remained at the hospital until his blood glucose had gone down to 235 mg/dl non-fasting. Customer had been discharged the same day. No changes were made to the customer's medical treatment plan. The test strip lot manufacturer¿s expiration date is 05/31/2025; product storage and open vial date were not provided. During the call, a back to back blood test was not performed by the customer. Caller declined to troubleshoot.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 12-mar-2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.